Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the target lesion, mid lad with 99% stenosis at an acute bend, was stented with the 3.0 x 28 mm vision stent. After post deployment of the stent, there was a significant flow limiting dissection seen which was created by the distal stent edge. The dissection was covered by a 2.75 x 15 mm zeta stent. Timi iii flow was achieved. Patient was discharged in 2008 after a normal hospital stay. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident information. Reportedly, the lesion was mildly tortuous and calcified with 99% stenosis, which may have contributed to the reported dissection. The patient effect of dissection is listed in the vision's IFU as a known potential adverse event associated with coronary stenting and is not necessarily an indication of a product quality issue. However, a conclusive root cause for the reported patient effect, and the relationship to the device, if any, could not be determined.